Event description:
It was reported that the device was in reset mode. The patient was in a vt and was rescued with external defib. Review of the memory map and session records revealed over 200 hv charges. The device was explanted an d replaced.

Manufacturer narrative:
The reported reset was confirmed in the laboratory. No communication could be established upon receipt. The battery voltage was found to be 1.242v. It is believed that the reset was due to the low battery voltage. The device charged and delivered multiple hv charges that depleted the battery. The cause for the excessive charge was undetermined as the stored egm was overwritten. With a replacement battery, the device tested normal.